Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after created the mitral line, the patient became hypotensive. Soundstar catheter (that was not in the patient¿s left atrium) was used to confirm pericardial fluid had been accumulated; however, the exact area where the tamponade occurred is unknown. Pericardiocentesis was done to drain the fluid from the pericardial space. Patient¿s blood pressure restored after drainage. Reminder of the procedure was aborted. Physician assessed the event as ¿moderate/minimal¿ and commented the issue was related to the procedure as there¿s a possibility that the tamponade had occurred during the mitral line ablation and it was not related to the bwi product itself. There¿s no report of prolonged hospitalization. Patient condition had improved. 1 week after the case, the patient was reported to have no issues. No bwi product malfunctions were reported. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 17-aug-2021, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after created the mitral line, the patient became hypotensive. Soundstar catheter (that was not in the patient¿s left atrium) was used to confirm pericardial fluid had been accumulated; however, the exact area where the tamponade occurred is unknown. Pericardiocentesis was done to drain the fluid from the pericardial space. Patient¿s blood pressure restored after drainage. Reminder of the procedure was aborted. Physician assessed the event as ¿moderate/minimal¿ and commented the issue was related to the procedure as there¿s a possibility that the tamponade had occurred during the mitral line ablation and it was not related to the bwi product itself. There¿s no report of prolonged hospitalization. Patient condition had improved. 1 week after the case, the patient was reported to have no issues. No bwi product malfunctions were reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30479612m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).